Event description:
It was reported that the ventilator had a constant svhp relief alarm while connected to a patient. The patient desaturated, was removed from the ventilator, and was manually ventilated. When the patient was placed back on the ventilator, the svhp relief alarm occurred again. The patient was placed on another ventilator with no further problems.